Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The console was tested with drill, monitor and tablet. Log files have been exported and uploaded to our complaint folder. The reported problem was confirmed with a log file review. The critical error was visible in the log file review. The review concluded two reasons. One, the database has one or more records that are corrupt. Two, this is an instance of a known bug where the system displays a critical error when transitioning from the patient information screen to the admin screen. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a software console bug and possibly a corrupt database. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-(B)(4).

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during the set-up for a cori assisted surgery, a real intelligence cori showed a "critical error" and the system shuts down. The drills were replaced (in one a connection problem was suspected, the other failed kcp test), however the problem persisted. In addition the software was reinstall from two different usb sticks but the "critical error" still pops up and the system shuts down. Since this was noticed during the set-up for surgery, the patient was not yet involved.